Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 2-month-old male patient, the electrode pads were damaged during the removal of packaging. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. It's noteworthy to mention; the instructions for use (IFU) for onestep pediatric CPR electrodes state: 'grasp the back/sternum electrode from the bottom red tab and peel from the plastic liner.'